Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2015 with the following findings: the keypad was found to be peeling from the pump. The complaint of the up arrow and down arrow buttons being under responsive was not duplicated during testing. All of the keypad buttons were found to respond appropriately. The keypad was removed and there was evidence of contamination observed under all of the button contacts. Unrelated to the complaint, investigation revealed a dim, discolored display, a cracked battery compartment and a damaged battery cap. The top of the battery cap was worn. A test battery cap was able to tighten securely to the pump. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow and down arrow keypad buttons were under-responsive and the keypad was observed to be missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.